Manufacturer narrative:
(B)(4). This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the USA reporting "transducer connector soaking caps have failed leak test. Eus soaking cap (oe-u4) malfunctioned - failed leak test. Not maintaining pressure when installed properly in aer (medivators advantage plus). Failed dry leak test and in aer." Involving pentax medical scanning unit connector soaking cap model oe-u4, unknown lot number. The event was reported to occur in the reprocessing room, during reprocessing. There was no report of death, serious injury or other significant/important medical event. Model oe-u4 cap failed leak testing when tested on model eg36-j10ur - serial number (B)(4), model eg38-j10ut - serial number (B)(4), and model eg34-j10u - serial number (B)(4). The investigation is in-process.